Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-apr-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device doors 1 and 3 were failed and not detected on bus. Afield service engineer replaced all latches and board then greased each latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary tower doors 1 and 3were failed and not detected on bus. The user was not able to pull meds from this station; the tower door will not open - error message: tower 8east device not detected tower door 1 and tower door 3 and the tower itself. -as a workaround they had to take medication from another station. There were no adverse events or injuries reported based on this incident.